Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in the emergency room due to syncope and lightheadedness, intermittent loss of capture was observed. The device was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.